Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack and adjusted the battery charger. System operates as intended.

Event description:
Customer reported hearing a popping sound, and the system displayed a charger failed and filament errors. No patient injury was reported.